Event description:
Physician reported the pt presented with withdrawal symptoms prior to scheduled reservoir refill. The last refill was in 2006, at which time the pump reservoir was filled with 20ml of dilaudid 25mg/ml, and programmed to infuse 0.3ml/day or 7.5mg/day. The implanted pump was reported to be alarming due to the low reservoir volume and need for refill. The expected reservoir volume (erv) was 2.0 ml, and the actual reservoir volume (arv) was 0 ml. The physician also reported concerns of overinfusion, and was going to verify all programming and refill info until further intervention.